Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication (lorazepam intensol 2mg/ml conc). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to issue the medication. A technical support specialist (tss) identified in medbank myqlink (mql) key combo details that the item was linked to the controlled substance lockbox key (item ID: key2). Verified in mql min/max that item ID key2 was assigned to bin 04-06 with a quantity on hand of zero. The tss walked the customer through completing a cycle count for bin 04-06, during which the customer adjusted the qoh to one. The customer confirmed that a validation code was requested when attempting to issue the item and stated she would complete the transaction later. The tss advised the customer to complete the return of the key to bin 04-06 and not select the skip button during the return process. The system functioned as intended after the technical support specialist assessed the device.